Manufacturer narrative:
Devices are undergoing engineering eval.

Event description:
A pt had an exacted total hip revised due to two dislocation and progressive osteolysis approx 23 yrs postoperatively.